Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
The protective sheath did not engage when activating the safety on a 22 g x 0.75 in. Bd saf-t-intima¿ IV catheter safety system. There was no report of injury or medical intervention.

Manufacturer narrative:
Additional information: a second lot # was provided for this incident. The information for this lot # is as follows: medical device lot #: 6180742. Medical device expiration date: 7/31/2020. Device manufacture date: 7/5/2016. Device evaluation: results: a sample is not available for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot numbers 6208763 and 6180742. A manufacturing review revealed that no equipment, instrument, process, or surface could have caused the customer's indicated failure mode. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.